Event description:
During deployment of the zenith main body graft, the gold check mark identifier on the contralateral limb appeared to be positioned anterior. As a result of the viewing the device was rotated clockwise to a more lateral position after deployment of the first two covered stents. As the contralateral gate began to open, it was noted that the limb was sitting posterior on a ledge of the aneurysm sac. Due to the positioning and the anatomy, the limb was unable to be successfully cannulated, although the limb had opened. Procedure was converted to an aortouni-iliac configuration utilizating a converter and occluder. No endoleaks were visible during the final angiogram.